Event description:
It was reported the patient is deceased and died approximately two years, ten months post implant of the implantable cardioverter de fibrillator (ICD). A call was received by the clinician requesting review of the remote monitor transmission as the patient had passed away and questioned why the device didn¿t treat. The transmission was reviewed and an agonal rhythm was present. Further review of the information on the transmission reported that a lead integrity alert occurred on the date of death due to short interval counts (sic). Technical review of the transmission noted ventricular tachycardia (vt)/ ventricular fibrillation (vf) was not detected because the electrogram is low amplitude and a slow rate. A patient change was noted in the two days prior to death with reduced atrial pacing and a faster ventricular rate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the criteria for the right ventricular lead integrity alert were met. It was noted that a lead integrity alert was triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and ventricular short interval counts (sic). Three episodes of nonsustained tachycardia and five lead failure predictor events of less than 220 milliseconds ventricle-ventricle cycle were recorded on (B)(6) 2014.